Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
The contact for a home hemodialysis (hd) patient reported that a dialyzer blood leak occurred during the patient¿s hd treatment. Additional information was obtained through follow-up with the patient. The patient stated the blood leak was internal, and that it occurred immediately upon initiation of treatment. The machine, a fresenius 2008k@home, did not alarm with a blood leak alert because of how quickly the patient was able to react. As soon as blood hit the dialyzer, blood was observed leaking through the fiber membranes and the treatment was suspended. Blood was also visible in the drain line. The patient reported that the blood had not yet reached the blood leak detector by the time the treatment was suspended. The patient was also utilizing fresenius bloodlines. No visible damage was identified on the dialyzer, and it was confirmed that the device had not been dropped prior to use. The patient¿s blood was not returned. An estimated blood loss (ebl), which was later provided by the patient¿s hd nurse, was said to be 250 ml. It was confirmed the patient did not experience any adverse effects or require medical intervention as a result of the reported event. The patient completed their treatment after re-setting up with new supplies. The dialyzer was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The contact for a home hemodialysis (hd) patient reported that a dialyzer blood leak occurred during the patient¿s hd treatment. Additional information was obtained through follow-up with the patient. The patient stated the blood leak was internal, and that it occurred immediately upon initiation of treatment. The machine, a fresenius 2008k@home, did not alarm with a blood leak alert because of how quickly the patient was able to react. As soon as blood hit the dialyzer, blood was observed leaking through the fiber membranes and the treatment was suspended. Blood was also visible in the drain line. The patient reported that the blood had not yet reached the blood leak detector by the time the treatment was suspended. The patient was also utilizing fresenius bloodlines. No visible damage was identified on the dialyzer, and it was confirmed that the device had not been dropped prior to use. The patient¿s blood was not returned. An estimated blood loss (ebl), which was later provided by the patient¿s hd nurse, was said to be 250 ml. It was confirmed the patient did not experience any adverse effects or require medical intervention as a result of the reported event. The patient completed their treatment after re-setting up with new supplies. The dialyzer was not available to be returned for evaluation as the device was reportedly discarded.